Event description:
Incident reported as: during the procedure, the suture was breaking and the bullet detached inside the patient. The decision was made not to retrieve the needle from the patient. No further information available.

Manufacturer narrative:
Sample is not available for investigation. Evaluation: method: no sample. DHR review performed. Manufacturing processes reviewed. Results: review of manufacturing processes revealed no findings that could potentially relate to the reported issue. DHR review shows product complies with actual specifications. Conclusions: due to lack of product sample, the manufacturer was unable to conduct an investigation and determine a root cause. No corrective actions taken.